Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed and no complaint related issues were found. The product evaluation visual inspection revealed the handle broken off. The product investigation found the complaint to be indeterminate from a manufacturing standpoint.

Event description:
It was reported that during an open reduction - fixation of a broken hip, the handle on the collinear reduction clamp sliding mechanism broke. This incident did not impact the patient. All of the broken pieces were retrieved from the patient. The surgery was completed successfully and with no extra time.